Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department after receiving cardiopulmonary resuscitation (CPR) for ventricular fibrillation (vf). An interrogation noted a lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes and possible sensing integrity counter (sic) short v-v intervals. The lia occurred in the setting of the patient getting shocks and CPR for vf. It was also reported that right atrial (ra) lead sensing and capture were unable to be confirmed. The rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.